Event description:
Reporting status: serious injury - surgical intervention. Reporting rationale: stent dislodgement requiring surgical removal. Device issue: stent dislodgement. It was reported that the target lesion of the rca was pseudo aneurysm. The graftmaster was advanced, but was unable to cross through a stent that had been previously deployed (different procedure). As the device was being removed, the stent dislodged. The proximal end of the stent was protruding into the aorta and a balloon was used to pull the stent back, but it could not be pulled into the sheath; therefore, was left in the iliac. The patient went to surgery where the stent was removed. Additionally, the patient had a bypass, which was reportedly needed anyway. No patient effects occurred due to the dislodged stent. The patient is doing well. No additional event of patient information is available.